Event description:
It was reported that the patient developed an infection. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed. Analysis revealed the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 5076-52 lead: (B)(6) 2005. (B)(4).